Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a big crack on the lower left front corner on the side by the tube holders of the top case. A review of the event history log identified check syringe plunger sensor. During functional testing using the power up process and check syringe plunger sensor the reported issue of check syringe plunger sensor was unable to be duplicated. The 2 flippers were found intermittently stuck when plunger lever was pressed which what caused the check syringe plunger error intermittently. The intermittently sticking flippers is likely due to normal wear. The root cause of the problem was related to normal wear of the pump as it is over 5 years old. Replaced left plunger case. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a check syringe plunger alarm. No patient injury was noted.